Event description:
Customer reported that the screen on her insulin pump is cracked and that there are chips in the reservoir compartment. Customer stated that the chips are causing the reservoir to fall out. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the damage. No additional information is provided.

Manufacturer narrative:
Insulin pump was received with cracked lcd window, broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window, cracked belt clip slot at battery tube threads area and cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.